Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection identified a missing upper latch switch which contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported 'door latch was stuck in the down position' which was observed as a missing upper latch switch. This condition led to the device to be unable to recognize an open door state. The upper auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump's door latch was stuck in the down position which was discovered during preventative maintenance. There was no patient involvement. No additional information is available.